Manufacturer narrative:
H.3. Device evaluation by manufacturer: on 11-jan-2018 a field service engineer (fse) replaced a faulty diluent/wash pump. The fse primed wash solution multiples times without any errors. The fse then proceeded to run daily check and qc; both passed. The aia-360 instrument was functioning within specifications after completing the repair; no further action was required. A 13-month complaint history review and service history review for similar complaints was performed for the aia-360, serial number 16425510, from 11-dec-2016 through 11-jan-2018. There were no other similar complaints identified during the searched period. The aia-360 operator's manual under section 7-1: list of error messages states the following: 2015 bf probe purge failure description: purging by the bf probe is abnormal. Troubleshooting: clean up the wash probe tip or replace it. Contact the service department. 2017 substrate purge failure description: no substrate was dispensed at daily maintenance troubleshooting: check substrate level and replace as necessary, repeat daily maintenance the most probable cause of the reported event was due to a faulty diluent/wash pump. H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2018 a customer reported receiving 2015 bf probe purge failure and 2017 substrate purge failure error message while running quality controls (qc) on the aia-360 instrument. The customer is unable to run, which caused a delay in reporting of patient results for estradiol (e2) and progesterone (prog). A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.